Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the way to open the sleeve on the ones in a blue with a little orange. To open to get the intermittent catheter was very difficult to get the catheter out. Out of the few they used 3 of the five were off center and when pulled it came open in two parts which they could find the stick part to hsbg on a dry area. The gripping sleeve was at least a 1 inch too short where if you were not extremely careful it will touch your hand or arm. All the other catheters opened a different way where they just pull down the outer cover and had a little blue sticker, they could uncover the sticky part if desired. No instructions came with the sample catheter so might be they were doing something wrong.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the way to open the sleeve on the ones in a blue with a little orange. To open to get the intermittent catheter was very difficult to get the catheter out. Out of the few they used 3 of the five were off center and when pulled it came open in two parts which they could find the stick part to hsbg on a dry area. The gripping sleeve was at least a 1 inch too short where if they were not extremely careful it would touch their hand or arm. All the other catheters opened a different way where they just pull down the outer cover and had a little blue sticker, they could uncover the sticky part if desired. No instructions came with the sample catheter so might be they were doing something wrong.